Event description:
A caller reported a malfunction with their insulin pump, specifically encountering the malfunction code "malf 16." Despite the issue, there was no adverse impact on the customer¿s blood glucose level, which remained below 500 mg/dl. Technical support assisted the caller in resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer will use multiple daily injections as a backup therapy while awaiting the replacement, which will include updated software and training. The customer was instructed on the return process for the faulty pump and understood all provided guidance.